Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose value at the time of incident was 40 mg/dl. Customer also stated that they receive sensor updating alert. No further patient complications were reported. The device will not be return for analysis.